Manufacturer narrative:
.E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On 24-jul-2024, reported that patient faced insulin flow blocked after troubleshoot insulin does not exit. No further information available.